Event description:
A ventilator was returned to the MFR for routine maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, the device failed a step during testing. The device was recalibrated to address the issue. The customer rejected the estimate and the device was scrapped as per the customer.